Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, multiple extensive dvts, limited ambulation due to phlebitic syndrome of the legs, dyspnea, anemia, abdominal infection after developing sepsis from a blood clot in his leg, hematoma in the incisional bed, clotting from the level of the filter in the filter in the infrarenal ivc through the iliac system through the superficial femoral veins, and lymphedema of the le secondary to dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The lot number provided as ¿r1108080¿ does not belong to either an optease/trapease filter. Therefore it was made ¿unk¿. Should additional information be received the file will be updated accordingly. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient had medical history including arthritis, morbid obesity, right total knee replacement and left knee pain treated with arthrocentesis. Post arthrocentesis, the patient went to the emergency room with septic left knee and deep vein thrombosis of the left lower extremity. Also, in this hospitalization, the patient was diagnosed with esophagitis, candida esophagitis, hiatal hernia and gastritis. The cordis optease was implanted during left knee arthroscopy without report of complications and the patient was discharged on a coumadin regimen. During this hospitalization, after ivc filter implant, the patient had a spontaneous colon perforation treated with emergent colostomy. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, multiple extensive dvts, limited ambulation due to phlebotic syndrome of the legs, dyspnea, anemia, abdominal infection after developing sepsis from a blood clot in his leg, hematoma in the incisional bed, clotting from the level of the filter in the filter in the infrarenal ivc through the iliac system through the superficial femoral veins, and lymphedema of the le secondary to dvt. Per the medical records, approximately 6 years post filter implantation, the patient presented with abdominal pain, with a temp colostomy in place, reported as ¿due to an infection post blood clot in the leg¿. The patient was admitted to the hospital for bowel obstruction, ischemic bowel disease, deep vein thrombosis of bilateral lower extremities. Surgical resection of ischemic bowel was done that also revealed an internal hernia and multiple ventral hernias. The post-operative course was complicated by post-op pneumonia, acute respiratory failure, dvt, phlebotic syndrome, ileus post-op, wound dehiscence with infection and anemia. On discharge, the patient was restarted on coumadin therapy. Approximately one month after this discharge, the patient presented with bleeding from the abdominal incision, while on coumadin regimen. A CT showed abdominal wall hematoma, and extensive dvt inferior to the ivc filter. The physician removed a few staples from the abdominal incision and expressed the wound for removal of hematoma. The wound was packed with iodoform gauze, follow up was scheduled and the patient was sent home the same day. Approximately one week later, the patient was admitted for paralytic ileus with intractable vomiting, back and abdominal pain and hypokalemia, this was treated with gi rest and gi decompression. Lymph edema of the left lower extremity was noted; however, improved during the hospital admission. The abdominal wound was routinely packed with iodoform gauze. A CT of the abdomen revealed a 4mm renal stone in the distal left ureter, known anterior abdominal fluid collection and no evidence of bowel obstruction. The patient was discharged on a continued coumadin regimen. Per the patient profile form (ppf), the patient received an optease ivc filer and now reports dvt progression, limited ambulation due to phlebitis syndrome of legs, developed sepsis of the abdomen from a blood clot in his leg; extensive dvt from the filter inferiorly; lymphedema and abdominal hematoma. The patient reports an open incision from stent procedure could not stop bleeding and had to be packed 3 times a week for several months. The patient reports getting hernias very easily if lifting anything remotely heavy. The patient reports tremendous and constant swelling after surgery in the feet, ankles and legs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, multiple extensive dvts, limited ambulation due to phlebitic syndrome of the legs, dyspnea, anemia, abdominal infection after developing sepsis from a blood clot in his leg, hematoma in the incisional bed, clotting from the level of the filter in the filter in the infrarenal ivc through the iliac system through the superficial femoral veins, and lymphedema of the le secondary to dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records, prior to filter implantation, the patient had a medical history including arthritis, morbid obesity, right total knee replacement and left knee pain treated with arthrocentesis. Post arthrocentesis, the patient went to the emergency room with septic left knee and deep vein thrombosis of the left lower extremity. Also, in this hospitalization, the patient was diagnosed with esophagitis, candida esophagitis, hiatal hernia and gastritis. The cordis optease was implanted during left knee arthroscopy without report of complications and the patient was discharged on a coumadin regimen. During this hospitalization, after ivc filter implant, the patient had a spontaneous colon perforation treated with emergent colostomy. Also, per the medical records, approximately 6 years post filter implantation, the patient presented with abdominal pain, with a temp colostomy in place, reported as ¿due to an infection post blood clot in the leg¿. The patient was admitted to the hospital for bowel obstruction, ischemic bowel disease, deep vein thrombosis of bilateral lower extremities. Surgical resection of ischemic bowel was done that also revealed an internal hernia and multiple ventral hernias. The post-operative course was complicated by post-op pneumonia, acute respiratory failure, dvt, phlebotic syndrome, ileus post-op, wound dehiscence with infection and anemia. On discharge, the patient was restarted on coumadin therapy. Approximately one month after this discharge, the patient presented with bleeding from the abdominal incision, while on coumadin regimen. A CT showed abdominal wall hematoma, and extensive dvt inferior to the ivc filter. The physician removed a few staples from the abdominal incision and expressed the wound for removal of hematoma. The wound was packed with iodoform gauze, follow up was scheduled and the patient was sent home the same day. Approximately one week later, the patient was admitted for paralytic ileus with intractable vomiting, back and abdominal pain and hypokalemia, this was treated with gi rest and gi decompression. Lymph edema of the left lower extremity was noted; however, improved during the hospital admission. The abdominal wound was routinely packed with iodoform gauze. A CT of the abdomen revealed a 4mm renal stone in the distal left ureter, known anterior abdominal fluid collection and no evidence of bowel obstruction. The patient was discharged on a continued coumadin regimen.

Manufacturer narrative:
Per the patient profile form (ppf), the patient received an optease ivc filer and now reports dvt progression, limited ambulation due to phlebitis syndrome of legs, developed sepsis of the abdomen from a blood clot in his leg; extensive dvt from the filter inferiorly; lymphedema and abdominal hematoma. The patient reports an open incision from stent procedure could not stop bleeding and had to be packed 3 times a week for several months. The patient reports getting hernias very easily if lifting anything remotely heavy. The patient reports tremendous and constant swelling after surgery in the feet, ankles and legs. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.